Manufacturer narrative:
The pipeline pushwire and braid were returned for evaluation. As received, the tip coil was observed to be stretched, and the capture coil was observed to be damaged. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with both ends having slight fraying and the middle section having no damages. No damages were found on the proximal bumper. Based on the analysis findings the clinical observation could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline braid was observed to be detached from the pushwire. In addition, the tip coil was observed to be damaged (stretched). However, the cause for the damages could not be determined. A review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during the procedure the device did not open from the protective coil. It was reported approximately 50% of the device was released from the microcatheter and the "head" of the device did not not open from the protective coil. The physician removed the device and microcatheter from the patient and a new device was placed successfully. No patient injury was reported.

Event description:
Medtronic received additional information that this patient was treated for an aneurysm located in the cavernous segment of the left internal carotid artery. It was also reported that the distal end of the device was stuck in the capture coil.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.